Manufacturer narrative:
The investigation could not identify a product problem. The cause of the event could not be determined.

Event description:
The initial reporter stated they received discrepant results for one patient sample tested with creatinine plus ver.2 on a cobas 8000 c702 module. The sample initially resulted in a creatinine value of 241 umol/l and it repeated as 146 umol/l.

Manufacturer narrative:
The c702 analyzer serial number is (B)(6). Precision studies were performed. A carryover study was performed and no carryover was found. The investigation is ongoing.